Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) remoted into the system and found that the user was simply required to select, or highlight, the item to resolve the issue. The system functioned after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux unable to issue medication oxy 10. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.